Event description:
A pt reported they were unable to receive an accurate reading on their one touch ultra meter due to their meter allegedly would only prompt "error 1" message. There was not a result on their meter as the pt was unable to test. Treatment was insulin dosage. No further info has been reported. No serious injury or allegation of harm.